Event description:
The infusion pump had been delivering epinephrine at 0.02 mcg/kg/min (2.5 ml/hr) for several hours. The nurse successfully changed the rate to 0.03 mcg/kg/min, then attempted to change the rate to 0.04 mcg/kg/min. During the change to 0.04mcg/kg/min the drug name and infusion settings disappeared and the pump reverted to basic rate/volume programming mode. The nurse set a 1 ml/hr infusion within one minute, then increased to 2 ml/hr, followed by 3 ml/hr. After several minutes, the correct drug infusion program was restored and dose rate was adjusted, eventually reaching 0.05 mcg/kg/min (6.28 ml/hr) and operating at this rate for about three hours before the pump was stopped and discontinued.while the pump was being reprogrammed and its rate adjusted, the patient experienced a severe drop in heart rate and blood pressure, requiring CPR to resuscitate. Patient required 1/10th of a code dose of epinephrine. And albumin was given for volume.after intervention, blood pressure and heart rate were restored and epinephrine drip was changed from the original pump to a syringe pump.all functions tested ok. According to the pump's electronic event log, the nurse attempted to change the rate by first stopping the pump and then pressing the clear button. Next, the nurse pressed the down arrow, which entered a "no" answer to the pump's displayed question "use last therapy?". This resulted in clearing the pump's infusion settings, leaving only the basic rate/volume fields to enter when the nurse attempted reprogramming.it is not necessary to stop the pump to change its infusion rate. But if the pump is stopped first, pressing the clear button presents the option to use or erase the previous infusion program (i.e., "use last therapy?". A single press of the down arrow then, as occurred in this event, permanently erases the program with no further prompting.